Event description:
Three screws implanted in the pt in 2003 were noted as broken and two were noted as broken in 4 months. Screws and plates were implanted for a tibia/fibula fracture sustained in an accident on a 4-wheeler. Removal date is unknown.